Event description:
Information from registry from intl. Clinical trial database. Post brain avm embolization, the microcatheter became occluded during onyx injection. On removal of the catheter noted small emboli in the distal circulation. No patient injury noted on discharge.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Information: registry pertaining to the evaluation of onyx in the treatment of brain avm. Prospective, multi-center in another countries. Enrollment started in 2006; enrollment closed in 2008. Patients in follow-up. MDR numbers: 2029214-2008-00238 to 2029214-2008-00261.